Event description:
The patient was reported to have difficulty taking and transmitting readings from their patient electronics device. Subsequent information indicated that the patient had been hospitalized. Further details were requested but were not available from the healthcare provider. Connectivity issues were confirmed to have resolved on (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The reported event of patient was having difficulty transmitting readings issue was resolved intermittently after standard troubleshooting was performed by medical equipment repair associate (mera) on (B)(6) 2025. Based on the information received, the reported incident was resolved on the call. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.